Event description:
During a ptca/stenting procedure, the maverick otw balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the left circumflex artery. The maverick otw balloon was used to predilate the lesion prior to placement of a stent. The maverick otw balloon was removed and replaced with another balloon to successfully complete the pre dilatation. The procedure was successfully completed. A 6f introducer sheath, a pt2 guide wire, a 6f mach 1 fr4 guide catheter, a 3.0x28 cypher stent, and a encore 26 inflation device were also used in the procedure. No pt complications were reported. Pt status is listed as "good".